Manufacturer narrative:
One flexability sensor enabled ablation catheter was received for evaluation. The catheter met specifications for electrical and temperature testing, and met acceptable irrigation rates during a flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure a pericardial effusion occurred. While performing ablation on the anterior wall an audible pop was heard and the ablation catheter was removed. The patient became hypotensive and a pericardial effusion was noted on intracardiac echocardiography. A pericardiocentesis was perform to stabilize the patient. There were no performance issues with any abbott device.